Event description:
I changed my sensor on tuesday, (B)(6) 2024. Since then, I have been experiencing low readings 2-3 times per day. I checked my sugar by pricking my finger and my readings were 15-35 points higher on my blood glucose meter than on my libre 3 sensor. This is the third time I have experienced low glucose levels on my libre 3 sensor compared to my tru metrix self monitoring system. I called libre 3 and was told that a 20-30 point difference between the libre3 sensor and the tru metrix system was normal and should regulate itself in 24-36 hours. The first time it regulated itself after 48 hours, second time after 35-36 hours. Today marks 84 hours since I started my new sensor, my last low reading was about 4:20 this morning. It is getting worse in sofar as the low readings continue after starting the new sensor. I would recommend that someone contact libre3 staff and get a better answer than "wait 24-36 hours" for the sensor to work properly.(B)(6).